Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump was accidentally dropped into a sink, sustained water exposure, and the back cover separated, after which the device continued to announce alerts but the screen did not power on even when placed on the charger; the user was instructed to shut down the device, revert to backup therapy, and a replacement was arranged. Symptoms included no reported adverse clinical effects and a reported blood glucose of 160 mg/dl. Outcomes included no injury, no medical intervention beyond reverting to backup therapy, and no hospitalization. Investigation included customer interview and coordination for device return. Investigation of this device revealed device damage consistent with fluid ingress and enclosure separation, resulting in a screen/display failure while the alert speaker remained functional. It was concluded, based on previously established findings for similar reports, that the cause was device misuse due to accidental water exposure leading to physical and liquid damage.